Manufacturer narrative:
Concomitant medical products: product ID 977a275 lot# serial# (B)(6) product type lead product ID 977a275 lot# serial# (B)(6) product type lead medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. It was reported the implanted device remained in place. The patient stated in august the healthcare provider would go back and correct the leads. The patient had an emg done and a revision would occur in august. No further information was reported.

Manufacturer narrative:
Concomitant medical products: product ID: 977a275, serial#: (B)(4), product type: lead; product ID: 977a275, serial#: (B)(4), product type: lead. Other relevant device(s) are: product ID: 977a275, serial/lot#: (B)(4), ubd: 27-dec-2022, UDI#: (B)(4); product ID: 977a275, serial/lot#: (B)(4), ubd: 27-dec-2022, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the patient who was implanted with a neurostimulator for spinal cord stimulation. It was reported that the patient has had issues with her scs device since implant. Patient stated she was told that her leads moved immediately after surgery and was confirmed via x-ray. Patient stated she was only able to get pain relief in about 4 inches of her arm and it felt like her finger was in a light socket when her stimulation was turned on. Patient stated that she has had her scs turned off since doi. Patient stated that she had nerve conduction tests and her hcp was trying to figure out what was causing the patient's issue along with 2 manufacturer's representatives. Patient stated they plan on having the patient re-do surgery to fix the issue. No further complications were reported/anticipated. Additional information was received from a manufacturer's representative (rep). The rep reported that the patient had an appointment scheduled for (B)(6) 2020. No further complications were reported.